Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via FDA¿s medwatch program that they received delivery stopped alarm. Blood glucose was 259 mg/dl. Customer stated that pushed the middle button and it was the only button that would allow to do anything and immediately insulin pump shut off. Customer also stated that recalling the sequence of events correctly but it then restarted on its own and flashed battery failed was three times. The insulin pump is not expected to return for analysis.